Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services. The local representative reported that this patient had been presented to the electrophysiology (ep) laboratory on (B)(6) 2018 for implant of this pacemaker and lead system. The patient was very sick prior to the procedure and had a medical history that was significant for a prior arrest. The patient was transported to the intensive care unit (ICU) post-implant procedure. Shortly thereafter, the patient had a ventricular fibrillation arrest and died on (B)(6) 2018. There were no allegations of device malfunction that may have caused or contributed to the patient's death. The local representative was not aware if the pacemaker and lead system were explanted post-mortem. The local representative spoke to the physician who could not definitively rule-out procedure involvement in the death of this patient. The patient had coded multiple times in the past and had many co-morbidities. The physician had no concerns about lead dislodgement at the time of the procedure and there was no perforation.